Event description:
The tip of the glenosphere orientation guide broke off and has not been accounted for. Surgery was delayed by about five minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A depuy warsaw product development engineer reviewed the provided x-ray and could not identify the broken tip in the x-ray. Although the complaint is non-verifiable, previous investigations found the breakage is due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on (B)(6) 2008 via (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.